Event description:
Triathlon patella clamp malfunctioned - rachet not holding. Item used but held shut manually. Case completed as original planned without any medical intervention or delay.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.